Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a fracture. The lead also exhibited out of range high pacing impedance, high thresholds and loss of capture. This lead is expected to be returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.